Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of the event was not reported. The patient was hospitalized and treated with intraperitoneal cefazolin and ceftazidime. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.